Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system would not power up. The cause was identified to be an issue with the power distribution unit (pdu). Although a third-party engineer replaced the pdu, the issue still persisted. Upon a subsequent visit, the fse discovered that the power cable, which should have been connected via the provided adaptor, was missing. To resolve the issue, fse reseated the breaker and performed system tests. After which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.